Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not power on when set is inserted' which was reproduced during service. Visual inspection found the cause was an out of specification link screws that induced open-door state detection issues. The link screws were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not power on when the set was inserted. The event happened during testing at the biomed service department. There was no known patient injury or medical intervention associated with this event. No additional information is available.